Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one 3-lumen catheter with a stopcock assembled to the medial and proximal lumens. The stopcock assemblies are not provided with the kit. The slide clamps were missing from the extension lines. It appears that the clamps were removed and stopcocks added by the user. The catheter was leak tested by pressure injecting water through each lumen with the distal end occluded. No leaks or crossovers were observed. A review of manufacturing records did not yield any relevant findings. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, it was found that the catheter leaked solution from the distal and proximal lumens. As a result, the catheter was removed and a new kit was opened to insert a new catheter. There was no delay in treatment. No death or complications occurred to the patient.